Event description:
A patient reports dissatisfaction with the outcome of his left eye following bilateral epi-lasik surgery. The patient stated his left eye is 'not focused'; he has intermittent headaches and feels his depth perception is compromised. The surgeon was contacted for additional information. The surgeon indicated the surgery was uneventful with no problems. Clinical records provided by the surgeon indicate at the patient's last postoperative exam (9 months post-op) ucva was improved from 20/cf pre-op to 20/20. There was a slight amount of residual astigmatism in the left eye and the records also indicate the patient was being treated for dry eye syndrome. During a follow-up discussion with the patient, the patient indicated he has not seen an eye doctor since his last post-op exam, over 3 years ago. As a result, there is no information regarding the current status of this patient's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).